Event description:
Blade broke apart during a joint replacement (hip or knee) surgical procedure and it migrated requiring add'l surgery vascular repairs. Reporter could not recall any add'l details regarding event.